Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon may have been caused by foreign objects, e.g. Chemical residues, sebum, dust, or lint, on the electrical contacts, or use of the contacts without drying completely after cleaning when connecting the scope. Residues on the contacts interfere with image transmission or scope detection between the scope, or an e315 error results. This issue is addressed in the instructions for use (IFU): "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical access center (tac) via the phone, the customer reported that the cv-190 evis exera iii video system center displayed an e315 error code. Tac instructed the customer to ensure the maj-1430 video scope cable was not connected to the cv-190, power off device then power on. Troubleshooting provided by tac resolved the customer's issue. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use of an unknown procedure, the evis exera iii video system center displayed an e315 error message. The patient had not received anesthesia and there was a 10 minute delay in the procedure. The procedure was completed using a similar device in a different procedure room. The e315 error message was found when the device was inspected immediately prior to use. There was no patient/user injury or harm reported to olympus.